Event description:
It was reported that a pt using c590 oxygen concentrator came into contact with a lit candle. The pt's bedclothes ignited. The pt sustained injuries requiring hospitalization. The pt expired in the hospital.

Manufacturer narrative:
The device has not been returned for evaluation. Based on the available info, the event occurred due to user error.